Event description:
The surgery center reported damaged from the operating room (or) with an intraocular lens (iol). It is unknown if the product had patient contact. No harm to the patient reported. The device will not be returned. No further information was provided.

Manufacturer narrative:
Section b3: date of event: exact date is unknown/not provided. Best estimate date is on or prior to (B)(6) 2023. Section d6a: if implanted, give date: unknown/not reported; it is unknown if the iol had any patient contact or if it was implanted. Section d6b: if explanted, give date: unknown/not reported; it is unknown if the iol had any patient contact or if it was implanted/explanted. Section h3-other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain the missing information; however, the information was not provided. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.